Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 63 months after implantation, lead impedance less than 200 ohms was observed via homemonitoring but could not be reproduced. The patient will be further monitored.